Event description:
Heat therapy pump (kpad) was applied to patient's right knee. The patient also had a lidoderm patch applied. The patient was noted to have a reddened area (first degree burn). The redness went away within 24 hours. No medication was applied. Additionally, clinical staff noticed the over temp light was lit. Unit was removed and sent to biomed for evaluation. Initial inspection noted that unit's motor had seized and operating temperature was set to 107f. Normal operating temperature is between 103f to 109f. With tap to unit, motor restarted and unit operated without failure for three days. Unit failed after repeated check and operating temperature decreases when overtemp lamp is lit (i.e. The unit stops pumping). Our facility is working with the manufacturer to get the product returned for evaluation.